Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm and eventually got hospitalized by emergency medical services event on (B)(6) 2025. The patient was subsequently admitted to the hospital from (B)(6) 2025, with a length of hospitalization greater than 24 hours, due to hyperglycemia. The patient's blood glucose level was high, and patient was treated with intravenous fluid (IV). No further information available.